Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer had blood glucose level of 200 mg/dl. Customer was treated with food. Customer was alleging insulin pump for over delivering because setting on the pump was never change for the last few years and it was just a month ago when customer keeps experiencing low blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with missing display window/cover and cracked keypad overlay. Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).